Manufacturer narrative:
(B)(4). G2: foreign, event occurred in france. Visual evaluation was completed and found that the device was fractured. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the anchor had come out of the patient after implanting. No patient consequences were reported as a result of the event. Product was later returned and identified to have a fractured needle. Attempts have been made and no further information has been provided.